Event description:
During patient's appendectomy, 45 mm endogia with blue load was introduced through the hassan port. The stapler misfired when attempting to divide the appendiceal base. A second attempt was made using the 45 mm endogia with blue without issue. Next, the harmonic scalpel was used to divide the mesoappendix. The appendix was placed in the endo-catch bag and removed from the umbilical port site with no contact made between the contents of bag and the skin or incision. The specimen was passed off the table. Attention was then turned to the staple line. An endoloop was placed due to concern that one end of the staple line was not completely intact. The rlq and pelvis were then irrigated. No air leaks or bleeding were evident. Again the staple line was inspected and remained hemostatic and intact. FDA safety report ID# (B)(4).